Event description:
The international distributor reported the ventilator was functional on backup battery power but not on ac power. The ventilator was in use on a patient, and was alarming while in use on backup battery power. The customer removed the patient from the unit when the ventilator alerted them the backup battery was low, and reported there was no patient harm. The distributor's service engineer reported evaluation of the power supply found a blown fuse and heat related damage to the snubber pcb. The service engineer replaced the power supply to correct the problem. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. During service for the reported problem, the service engineer reported the ventilator would restart when attempting to enter diagnostics. The service engineer reported finding the blower motor controller pcb damaged. The service engineer replaced the blower controller pcb to correct the finding.

Manufacturer narrative:
Na